Manufacturer narrative:
The customer reported the cap is coming off the burette, and returned 6 samples: one opened, and 5 sealed. The samples are all of material 82113e, lot 25095819. Of the 6 samples, 2 confirmed the reported of cap coming off, and separating from the burette. This consisted of the one opened set, and one of the unopened. In addition, both sets separated at the cap and also on the spike side, leaving an open burette cylinder with no sides. The other 4 unopened sets showed no defects. The burettes that separated were observed under a microscope, and insufficient solvent was found. A device history record review was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set - related to leak from the top of the burette. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The quality notification issued an investigation into the failure on nov. 14th, 2025. Under this, a quality notification was displayed to reinforce the correct solvent application method of the burette with solvent dispensers. An engineering evaluation was put under process to look into the holding time for after the solvent is applied to the burette. .

Event description:
End cap is coming off the burette. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.